Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient was symptomatic and experienced tachycardia. Technical services discussed safety mode settings and requested the device to be returned upon generator change out. Subsequently, the device was explanted and replaced successfully. At this time, the device has not been returned. No additional adverse patient effects were reported.